Manufacturer narrative:
The device was manufactured january 9, 2017 ¿ january 10, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused. The reporter stated that the device completed infusion 48 hours before the end of the expected therapy time of 168 hours. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.